Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concomitant products included ethinylestradiol;norgestimate (estarylla), ethinylestradiol;norgestimate (sprintec) and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2013, the patient experienced fatigue ("fatigue"), migraine ("migraine/ headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved, the fatigue, hormone level abnormal, weight increased and hot flush outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, dysmenorrhoea, fatigue, hormone level abnormal, hot flush, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for fatigue, hormonal changes, migraine, weight gain. 4 coils were seen trailing into the endometrial cavity. 3 coils were seen trailing into the endometrial cavity. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test -(unspecified) result: bilateral occlusion. Pathology test - on (B)(6) 2018: surgical pathology reports: clinical information. Menorrhagia dysmenorrhagia pelvic pain microscopic diagnosis. Uterus, cervix and bilateral uterine tubes, hysterectomy and bilateral salpingectomy: - cervix with mild cystic mucus retention. Uterus with no significant pathologic change. Bilateral uterine tubes with paratubal cysts. Shorter tube with walt hard cell rests/nests comment: although a focal subserosal component is noted as being somewhat prominent/suggestive of possible leiomyoma on microscopic section, this merely reveals a mild vascular prominence. No obvious leiomyoma is identified. Gross longer tube: 4.5 cm in length x 05 cm in diameter, pink tan tubomuscular tissue with 3 cysts measuring up to 0.4 cm filled with tan watery fluid. Shorter tube: 3 cm in length x 0,5 cm in diameter, purple tan tubomuscular tissue with fimbriated end and multiple cysts measuring up to 0.3 cm filled with tan watery fluid. Summary: 5 cassettes, a - e a - 2s, cervix. B - 2s, endometrium and body. C - is, tumor nodule. D -2s, longer tube with cysts. E - 2s, shorter tube with cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia dysmenorrhea pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow-up 3 and 4 processed together. Plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Essure stop date updated. Other relevant history and lab data updated. Lot number newly added. Events: hormonal changes describe: hot flashes, dysmenorrhea (cramping), were newly added. On (B)(6) 2020: follow-up 3 and 4 processed together. Medical record received. Reporter information updated. Patient demographic information updated. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (batch no: a95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included ethinylestradiol; norgestimate (estarylla), ethinylestradiol; norgestimate (sprintec) and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced fatigue ("fatigue"), migraine ("migraine/ headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved, the fatigue, hormone level abnormal, weight increased and hot flush outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, dysmenorrhoea, fatigue, hormone level abnormal, hot flush, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for fatigue, hormonal changes, migraine, weight gain. 4 coils were seen trailing into the endometrial cavity. 3 coils were seen trailing into the endometrial cavity. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: essure confirmation test (unspecified). Result: bilateral occlusion. Pathology test: on (B)(6) 2018: surgical pathology reports: clinical information: menorrhagia dysmenorrhagia pelvic pain. Microscopic diagnosis. Uterus, cervix and bilateral uterine tubes, hysterectomy and bilateral salpingectomy: cervix with mild cystic mucus retention. Uterus with no significant pathologic change. Bilateral uterine tubes with paratubal cysts. Shorter tube with walt hard cell rests/nests comment although a focal subserosal component is noted as being somewhat prominent/suggestive of possible leiomyoma on microscopic section, this merely reveals a mild vascular prominence. No obvious leiomyoma is identified. Gross: longer tube: 4.5 cm in length x 05 cm in diameter, pink tan tubomuscular tissue with 3 cysts measuring up to 0.4 cm filled with tan watery fluid. Shorter tube: 3 cm in length x 0,5 cm in diameter, purple tan tubomuscular tissue with fimbriated end and multiple cysts measuring up to 0.3 cm filled with tan watery fluid. Section summary: 5 cassettes, a - e. A. 2s, cervix.. B. 2s, endometrium and body. C. Is, tumor nodule. D. 2s, longer tube with cysts. E. 2s, shorter tube with cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia dysmenorrhea pelvic pain lot number: a95862, manufacture date: 2013-01, expiration date: 2016-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.